Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer changed the battery and pressed act and esc buttons and the alarm recurs. Customer experienced high blood glucose of 401 mg/dl; treated with manual injection. Customer wears the insulin pump inside her clothes. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.